Event description:
Pt's one pump sn (B)(4) is beeping randomly, it stops, then it continues. There is no error message but pt thinks there is some sort of leak but only happens with that pump. Unable to identify reason, explained to pt we will replace it but if same thing happens again. We will try to get nurse involved for technique. No other info known. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Reported to (B)(6) by pt/caregiver.